Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g 8mm bearing trial plastic is broken. Image provided is unclear.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed. 0001825034-2022-00525.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed. 0001825034-2022-00525.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
Visual examination of the returned product shows sign of repeated use and the provisional has fractured, sem analysis noted multiple instances of contact damage and hackle marks and river lined indicate the overload failure mode. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. This complaint is confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.